Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus and basal. The blood glucose at the time of the incident was 30 mmol/l; treated with the insulin pump and manual injection. During troubleshooting, the customer disconnected at the quick release and insulin did not exit. The customer stated that there were air bubbles in the tubing. The customer then disconnected and reconnected the tubing and reservoir and was able to prime without an alarm. The customer removed the site and stated it was bleeding. Insertion recommendations were discussed. The product will not be returned for analysis.